Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the device was unable to exit the preparing to prime loop. Customer's blood glucose was unknown. Insulin was squirting out during prime. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to loose protruded drive support disk and unable to perform the excessive no delivery test due to prime anomaly. The insulin pump was also received with completely broken off reservoir tube lip also, unable to perform the basic occlusion test and occlusion test due to broken reservoir tube lip. However, all operating currents are within specification and passed displacement test, rewind, self-test, off no power test anda21 error test. No unexpected low battery or off no power alarms noted. The insulin pump had minor scratched display window, cracked case at the display window corner, broken belt clip slot, cracked battery tube threads, cracked reservoir tube window and cracked reservoir tube. The insulin pump was missing the end cap sticker and the reservoir tube o-ring.